Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-02436. It was reported the patient was experiencing numbness in their foot following the surgery. The next course of action has yet to be determined.

Manufacturer narrative:
The common device name should have been drg slim tip lead rather than drg trial slim tip lead. The labeled for single use should have been yes rather than no. The model number should have been mn10450-50a rather than mn10350-50a.

Event description:
Further follow-up indicates the patient had surgical intervention on 22jul2020, during which the entire system was explanted.

Manufacturer narrative:
Corrected data: section h6-the device code should have been 4114 - device not returned rather than 4117 - device not accessible for testing.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned be determined for analysis. Based information on the received, the cause of the reported incident could not conclusively.